Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant cuff was implanted. The aneurysm size is 80 mm in diameter. It was reported that the patient presented emergently six years post index procedure. The patient had a type iii separation endoleak between the aneurx 26x15x165 stent graft and the endurant 28x28x29 aortic cuff and a rupture. The physician elected to implant an unknown aortic cuff and the events were resolved. Per the physician, the cause of the endoleak was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.